Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anesthesia staff were unable to log in to the station and encountered a debugging message. A reboot was performed, after which a pharmacy automation technician was able to log in; however, the error message persisted. Additionally, during the reboot process, an error message application markers manager - write application memory region was displayed, although the user was able to bypass the message and access the application. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.